Event description:
It was reported that there was noise on the right atrial (ra) pacing lead. Therefore the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned to the manufacturer and analyzed and no anomalies were found. The lead conductor was distorted and had blood not obstructed. The lead distal electrode was covered in blood. The outer insulation of the lead was cut and had cosmetic depression. The lead had apparent explant damage. Concomitant product: unknown implantable pacemaker (B)(6) 2012. (B)(4).